Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation against left side device. Device remains implanted.

Event description:
Healthcare professional reported deflation against left side device. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: crease flat and yellow particles on the shell. Leak test and microscopic analysis was performed which identified: partial delamination of the valve. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - partial delamination of the valve assessed as adhesive failure.

Event description:
Device has been explanted.